Manufacturer narrative:
The events of infection and seroma-late are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to "wound and prosthesis infection" and "only little pericapsular fluid." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "wound and prosthesis infection left side" and "only little pericapsular fluid." Patient also reported left side "precipitated" implant. The device has been explanted.